Event description:
It was reported that the left neurostimulator could not be detected by the programmer. On (B)(6), the physician replaced the ipg. See manufacturer's report # 3004209178-2008-07592 and manufacturer's report # 3007566237-2011-03573.

Manufacturer narrative:
(B)(4).